Event description:
The pt stated that the outer tubing of his infusion set broke at the luer lock. He stated that the inner tubing remained connected. He stated that he recognized the broken tubing during a routine visual check due to the recall notice. He stated that he immediately changed his infusion tubing. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional, or second party to address the issue. The pt disposed of the product, therefore, no product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.